Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump functioned properly. Unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that they had a low blood glucose event. Customer reported their blood glucose declined to 43 mg/dl, prompting a hospitalization on (B)(6) 2015. The customer also reported passing out from their low event. The customer's blood glucose was 128 mg/dl at the time of admission because the customer was treated with a glucagon shot. The customer stated the perceived cause of their low was from not wearing the sensor. Therefore, the threshold suspend feature was not activated on the insulin pump. Troubleshooting did not find any issues with the insulin pump. Customer also reported a crack was present on the battery compartment of the insulin pump. The customer's blood glucose was 89 mg/dl at the time of the call. The insulin pump will be returned for analysis.